Manufacturer narrative:
The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. The device was not returned for analysis at the time this report was submitted; therefore no physical or visual analysis could be performed. This is a known inherent risk of the tavr/tavi procedure. Based on the information provided a combination of patient and procedural factors appear to have caused or contributed to this incident. If additional information is received or the product is returned for analysis a follow-up medwatch report will be submitted.

Event description:
The lis-l was introduced smoothly on the left side. Catheter orientation and arch crossing went according to plan. Once unsheathing progressed and a waist started to form it was clear the waist would be moderate to severe. Pressure inconsistencies were noted. There was one partial resheath to resolve moderate/severe ai. This was followed by two partial resheaths and one full resheath for twisted posts. During the initial attempt at deploying, the patient coded and dropped pressure. There was a pericardial effusion caused by an lv perforation. CPR was initiated and pericardial window was performed successfully. During the code, the valve was partially deployed to support the patient. At this time the 25mm lotus was prepped as the twisted post and ability to lock were still a concern. Once patient stabilized the case continued. Upon analysis the twisted post had straightened suf[?]ciently and the 27mm valve looked like it would have a chance to lock. The rest of the case went as planned.